Event description:
It was reported that a pt suffered a radiation burn with blistering following a prolonged, interventional procedure. Field engineering investigation determined that the instrument is working to specifications and the pt skin dose is within the specified limits in both fluoro and record modes. Prolonged interventional procedures in cases like the one reported may cause substantial radiation exposure to the pt. The operator's manual recommends methods of dose reduction in order to mitigate the risk of radiation skin burns. User info was not available to evaluate the dose management practices implemented by the customer during the procedure.